Event description:
Patient burn area in both axilla that had formed scabs, with no specific intervention for the burns deemed necessary. Numbness was also present in both upper arms. Methycobal was prescribed with the patient.